Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing error code 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator on the architect i2000sr analyzer. A review of the logs saw that the error code was a result of the rlu being very low and the customer reported that the manifold of the trigger valve was leaking. The v3 and v4 trigger valves were replaced, and testing resumed as normal. There was no reported impact to patient management.